Manufacturer narrative:
Following a detailed device analysis it was noted that the condition of the returned unit was consistent with the complaint incident. Initial visual examination noted a severe kink at the port region of the device. This type of damage is consistent with excessive force being applied to the delivery system. Further examination also noted the presence of stent damage. Some distal stent struts were pulled distally towards the tip. This type of damage is consistentwith the device encountering some form of restriction. Soldified blood was present on the outer section of the tip and outer lumen. Visual examination of the prfiles of the device, including the distal section of the crimped stent and the balloon found no issues which could have resulted in the restriction occurring during the physicians' attempts to cross the lesion. It is advised in the taxus liberte directions for use that if unusual resistance is felt at any time during lesion acciss before stent implantation, the stent system and guiding catheter should be removed as a single unit. Takin into consideration the type of damage analyzed and the results of the thorough investigation completed, operational context would be the most probable root cause.bsc ID#a00071120/tw#470285

Event description:
Event reportable base on analysis. It was reported that during a coronary artery stenting procedure the physician could not cross the lesion with a taxus liberte (mr) ous - 20 x 3.00mm unit in the left circumflex. According to the physician "the anatomy was moderately tortuous and calcification was severe. Degree of stenosis was 95% and the lesion was located in an unprotected left main coronary artery. It was a progressive lesion and the access site was femoral." The procedure was completed with another stent and there were no complications noted. The patient condition was noted to be "good". Analysis of the returned device found stent damage.